Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00 mm/2.0 cm/90 cm pcb 2 cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of the event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).